Event description:
Non-delivery reported. Pt #1 of 2 where the pump was set to infuse a tpn solution at an unspecifed rate. Several hours later it was noted that the pt's blood glucose level was "low to low normal." The nurse then noted that the tpn container was still full. The display had incremented as if delivery had occurred. There were no visible occlusions present. The tubing was re-positioned within the pump, the infusion was resumed and the pt blood glucose gradually returned to normal. Delivery then occurred as expected. No adverse pt effects were reported. No add'l info was available. The specific device involved in the event remained in use. The serial number was not recorded.